Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the right ventricular def ibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) had sounded an audible alert when the right ventricular (rv) lead exhibited out-of-range impedances and oversensing. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed high superior vena cava (svc) defibrillation coil impedance and high rv defibrillation coil impedance. A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.